Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the right ventricular (rv) lead was exhibiting failure to sense and failure to capture. The procedure was completed using a different rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and loss of sensing were confirmed. A complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported events was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.